Event description:
It was reported that during sterile processing, it was discovered that the attachment device was "missing a piece of device at the end", the turn seemed to be "stiff", and the bearings were "not turning smoothly". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which confirmed the reported condition. The device was found to be missing the cover sleeve and clamps. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.